Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked top case, bottom case, and plunger case. Motor rate error was found in the event history log. Functional testing was able to replicate the reported issue; motor rate error was found during occlusion testing. The root cause was determined to be the stepper motor not working as intended. The stepper motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a motor rate issue and error message. The drug library was updated from v5 to v6. The product fault occurred during testing. There was no patient involvement and no patient harm.